Event description:
It was reported that an acquisition work station radiation shield spontaneously shattered on a mobile trailer after it had been moved. We were informed there were no injuries.

Manufacturer narrative:
This was a static unit installed in a mobile setting installed by a previous dealer. Although root cause could not be determined the movement of the van could have put undo stress on the shield causing it to shatter over a period of time.the unit was refitted with the proper free standing shield bolted to the floor. No additional action was taken.